Manufacturer narrative:
Corrected data: date of this report is corrected to (B)(6) 2017. The aware date in the initial MDR should be (B)(6) 2017. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that while the surgeon was loading a ks-1, 24.5 diopter intraocular lens on (B)(6) 2017, the lens got stuck. The surgeon had difficulty pushing the rod and the lens did not move. There was no patient contact. The surgeon used the back-up lens and the surgery was successful.